Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report on door issues regarding the visible gap when the door was closed cannot be confirmed. Inspection, log review and laboratory testing of the devices could not be performed because they were not returned for investigation. External inspection of the suspect pump module could not be performed because the device was not returned for investigation. However, two (2) pictures of the front and side of the suspect pump module were provided by the facility. Based on the images, a slight gap was observed at the bottom of the pump module; however, the technical service department assessed it and determined that the gap was normal and did not indicate any defects. Log review could not be performed because the devices and their associated logs were not returned for investigation. Laboratory testing of the suspect device could not be performed because it was not returned for investigation. However, the facility's maintenance team confirmed that they had reviewed the pump's functions and found it to be operating correctly the bd alaristm system with guardrails user manual v12.1 states to not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported door issues regarding the visible gap when the door was closed could not be determined. Inspection, log review and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump door had a visible gap when the door was closed. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump door had a visible gap when the door was closed. There was no patient involvement.